Manufacturer narrative:
(B)(4). Correction to qe analysis submitted on follow-up #1 - device was returned; therefore, the qe analysis is being corrected to state, "the device was returned. The reported separation was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling."

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown balance middleweight (bmw) guide wire was advanced without resistance toward the target lesion and became unresponsive when attempting to advance beyond the superior brachial artery. Angiography revealed a distal tip separation. The core separated into 2 pieces. An unspecified balloon was advanced and then inflated to trap the distal tip and it was safely retrieved by full removal of the catheter. An unspecified guide wire was used to continue the procedure. No kinks/damage was noted prior to use. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier: the UDI is unknown because the part number and lot number was not provided. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported separation and treatment appears to be related to the patients anatomical conditions. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.